Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that during preparation of a xience xpedition stent delivery system (sds), the protective sheath was removed without resistance and upon removal, the stent was found dislodged and attached to the stylet/mandrel. The sds was set aside and another non-abbott stent was used for the procedure. There was no patient involvement and no clinically significant delay in the procedure reported. There was no additional information provided.